Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called to report that they were hospitalized on (B)(6) 2017 due to high blood glucose levels. Customer's blood glucose reading at the time of hospitalization was 452 mmol/l. Customer's current blood glucose was 409 mmol/l. Customer reported symptoms related to their high blood glucose levels included frequent urination, thirst, nausea, cotton mouth, and difficulty breathing. Customer stated significant events leading to the hospitalization included increased insulin and 10 units every hours. Customer was wearing the insulin pump at the time of hospitalization. Customer was treated with a manual injection. Troubleshooting was done and the insulin pump failed to alarm during functional testing. Product is not expected to return.